Event description:
Endopath ets-flex45 articulating endoscopic linear cutter was positioned to occluded renal artery, then closed, but would not fire. Stapler was removed from the field and an identical stapler was opened and used without incident.